Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as diagnosis, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Four days prior to the receipt of this additional information, the peritoneal dialysis catheter was removed and dianeal therapies were discontinued. On an unreported date, the patient received an unknown treatment (route, medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event (previously, treatment was not reported). Due to a non-response to the treatment, the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis therapy. After twenty-eight days of hospitalization, the patient was discharged. The patient was not recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.